Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 901326) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: amoxicillin, penicillin and morphine. Past adverse reactions to the above products included pharyngeal swelling with penicillin; and urticaria with amoxicillin and morphine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), infection ("infection"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloating") and device dislocation ("essure devices were visualized but were unable to be determined to be in correct position") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted hysterectomy plus bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, infection, genital haemorrhage, dyspareunia, migraine, fatigue, abdominal distension, weight increased and device dislocation outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion confirmed. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fatigue, dyspareunia, migraine, and dysmenorrhea". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 901326) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: amoxicillin, penicillin and morphine. Past adverse reactions to the above products included pharyngeal swelling with penicillin; and urticaria with amoxicillin and morphine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), infection ("infection"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloating") and device dislocation ("essure devices were visualized but were unable to be determined to be in correct position") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted hysterectomy plus bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, infection, genital haemorrhage, dyspareunia, migraine, fatigue, abdominal distension, weight increased and device dislocation outcome was unknown. The reporter considered abdominal distension, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.